Event description:
Reporter alleged discrepant blood glucose results of 349 mg/dl back to back with a result of 147 mg/dl when testing was performed 10 minutes apart on the compact plus system. The location of the alleged testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.